Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and lead system was explanted due to a pocket infection. A non-boston scientific pacing system was implanted. No additional adverse patient effects were reported. The explanted products were not expected to be returned for analysis.

Event description:
It was reported that this pacemaker and lead system was explanted due to a pocket infection. A non-boston scientific pacing system was implanted. No additional adverse patient effects were reported. The explanted products were not expected to be returned for analysis.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.